Event description:
A call was placed to technical services on (B)(6)2011. Caller stated vdd at 50 and 120 mtr. 2. 7v at 0.8ms. Is throwing pacing spikes into t waves which appears to be pseudofusion. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).